Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient; however, the ungrounded patient cable was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that numerous pump stoppage events occurred while the pump was connected to an ungrounded patient cable. The alarms ceased after switching back to battery power. The patient was given a new ungrounded patient cable, which resolved the issue. No further information was provided.